Event description:
It was reported that the patient was feeling shockwaves and burning sensation around the implant site despite multiple reprogramming done. An imaging confirmed a lead migration, and the lead was rubbing on a nerve that caused the pain. The patient underwent a device explant procedure. The explanted ipg and linear leads were not returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7080932/7078473.